Event description:
According to the reporter: during a laparoscopic gastric sleeve, the surgeon had to cut the staple line for the gastrasail during the second fire of the black load. In order to complete the case the gastrasail was cut out. The surgical time was extended 30 minutes or more due to the product problem. The incision was extended but not more then 1 inch. There was no additional operation performed to correct the issue and no injury to the patient as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. The device was then forwarded to engineering for further evaluation. Engineering noted that the larger tube of the device was cut. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the observed condition may occur when the device makes contact with a sharp object. If information is provided in the future, a supplemental report will be issued.